Event description:
Consumer claims to have had ears pierced with the inverness system; in 2003. They sought medical attention for redness and swelling at the piercing site on 6 days later. At that time they were admitted and i.v. Antibiotics were administered. Three days later an incision and drainage was performed. They were discharged ten days later and were prescribed oral antibiotics.